Event description:
As reported by the edward's clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure after the 22fr retroflex 2 (rf3) sheath was removed, a dissection was noted distal to the insertion site at the level of the superficial femoral artery and a stent was placed from the contralateral side. The dissection then extended to the level of the external iliac and two additional stents were deployed. The final result showed brisk flow and a successful repair. After the vessel was repaired the access site was closed in surgical fashion and the contralateral side was repaired using closure devices. Per the case summary, the procedure was performed through a surgical cutdown at the level of the left common femoral artery. A 23mm valve was successfully deployed through the 22fr rf3 sheath. Additional information received from the edwards clinical specialist indicates this patient has been discharged from the tavr procedure hospitalization. There was nothing abnormal noticed while inspecting the sheath prior to use. There was no difficulty inserting or removing sheath; the sheath did not malfunction.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, the minimum luminal diameter (mm) for the vessel was between 7- 8.0mm, there was mild vessel calcification and surgical cutdown was performed in order to gain access. It is likely that patient vessel factors (borderline minimum luminal vessel diameter, and/or tortuosity and calcification not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.